Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation fallopian tube(s)"), genital haemorrhage ("abnormal bleeding") and infection ("infection (bladder/urinarytract/vaginal) type unspecified / abnormal discharge") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain (daily)"), genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion medically significant), genital discharge ("infection (bladder/urinarytract/vaginal) type unspecified / "), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, infection, genital discharge, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital discharge, genital haemorrhage, headache, infection, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: weight gain improved about 1 month after removal. Essure confirmation test was conducted (unspecified date) , per provider: he said everything looked good. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Events added: abnormal bleeding (general); dysmenorrhea; dyspareunia; fatigue; infection (bladder/urinary tract/vaginal)/ abnormal discharge; migraines/headaches; nausea; perforation (fallopian tube(s)); vaginal discharge; weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation fallopian tube(s)"), genital haemorrhage ("abnormal bleeding") and infection ("infection (bladder/urinarytract/vaginal) type unspecified / abnormal discharge") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). In 2014, the patient experienced nausea ("nausea") and weight increased ("weight gain"). In 2015, the patient experienced migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), pelvic pain ("pain (daily)") and genital discharge ("infection (bladder/urinarytract/vaginal) type unspecified / abnormal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, infection, pelvic pain, genital discharge, migraine, headache, nausea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the genital haemorrhage, dysmenorrhoea, weight increased, vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital discharge, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: weight gain improved about 1 month after removal. Essure confirmation test was conducted (unspecified date) , per provider: he said everything looked good. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010 : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia) were added. Outcome of events: cramping, weight gain, abnormal bleeding were updated. Lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation fallopian tube(s)"), genital haemorrhage ("abnormal bleeding") and infection ("infection (bladder/urinarytract/vaginal) type unspecified / abnormal discharge") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain (daily)"), genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion medically significant), genital discharge ("infection (bladder/urinarytract/vaginal) type unspecified / "), migraine ("migraine"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, infection, genital discharge, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital discharge, genital haemorrhage, headache, infection, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: weight gain improved about 1 month after removal. Essure confirmation test was conducted (unspecified date) , per provider: he said everything looked good. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Events added: abnormal bleeding (general); dysmenorrhea; dyspareunia; fatigue; infection (bladder/urinary tract/vaginal)/ abnormal discharge; migraines/headaches; nausea; perforation (fallopian tube(s)); vaginal discharge; weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.